Manufacturer narrative:
Concomitant medical devices: product ID: 3550-39, lot# n350054, implanted: (B)(6) 2015, product type: accessory. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported there was a confirmed infection at the incisional wound opening. The patient stated she had gotten a "(B)(6) infection where the incision is, a week after (B)(6), it was actually 5 days after ((B)(6) 2015) I got a really bad infection and so the battery has been turned off. "The patient stated she needed a device manufacturer's representative (rep) to be at the appointment. The patient was redirected to the health care provider (hcp). The hcp called and asked for a rep to be present at patient's appointment. The hcp stated the patient still has not received education on how to work the device and the patient was now looking to turn therapy back on again. The hcp stated the patient developed an infection and was in the hospital for a couple of days. The patient had been doing IV antibiotic therapy for the last 2 weeks and has had the device turned off. The hcp thought the infection started within the last month. The infection occurred in the midback area. It was unknown who the patient's managing hcp was. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.